Event description:
Caller reported an issue with a continuous glucose monitor (cgm) displaying an error. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to perform a pump reset, after which the error did not reoccur, and they successfully started a new sensor session.